Event description:
It was reported that a pta dilatation balloon catheter allegedly ruptured. The device was used to inflate an in-stent stenosis of a shunt anastomotic site. The first inflation was performed in-stent of the anastomotic site at 20 atm. The second was performed in the radius artery side of the stenosis at 10 atm followed by 3 to 4 inflations in the radius vein side at 18 atm. The balloon ruptured after 10 seconds of reinflation of the in-stent at 27 atm. The balloon catheter was advanced through a 6f sheath over a .035" guidewire. The balloon was not rewrapped. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. Upon investigation of the returned sample, no kinks were noted on the catheter. The balloon was examined and a circumferential rupture was located approximately 4.5cm from the distal tip of the balloon. The rupture was almost halfway around the balloon. There was evidence of fraying around the split, however, no other defects were noticed on the rest of the balloon surface. It was reported that this device was used for an in-stent stenosis which is not recommended in the IFU (instructions for use) and is considered to be off label use for this device. The investigation is confirmed for a circumferential split on the balloon. Root cause is user error as it was used outside of the indicated use for the device. The current IFU (instructions for use) states: conquest pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the femoral, iliac, renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This catheter is not for use in coronary arteries. This is the first complaint reported to date for this lot #.